Event description:
It was reported that the customer had a high blood glucose level of 413 mg/dl. He had chemotherapy. A big air bubble was in the reservoir. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.